Event description:
Post operative diagnosis: non-functioning intravenous access port with catheter loose in soft tissue. Right infraclavicular area. Procedure notes: port along with a 1 cm long plastic looking sleeve attached to its tip came out, leaving the anterior catheter within the soft tissue in the infraclavicular area. The catheter was seen tranversing from right infraclavicular area over the subcutaneous plane into the superior vena cava. The catheter was successfully removed.